Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator stopped cycling. The cse verified the malfunction, inspected the device and replaced the analog interface pcb. The unit passed extended self-testing.